Event description:
The iab leaked. The iab was removed and a second iab was inserted into the pt. On 5/29/98, datascope was notified that the iab was probably discarded and would not be returned for eval. [Event complications]: none from the event-reported 2/6/98. [Pt's current status]: unk-rpt'd 2/6/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 6/18/98).